Event description:
Tacker was being used to tack mesh in place during laparoscopic hernia repair fired tacks that did not hold. Surgeon removed loose tack(s) from the patient, then tacker jammed and did not fire at all. A new tacker was opened.